Event description:
It was reported that the patient went to the hospital two weeks before the operation because the device did not work properly. Following inspection, it was confirmed that the cuff connection tube part had a crack. The cause of the cuff connection tube crack was not identified. The artificial urinary sphincter (aus) cuff, pump and balloon were explanted and a new aus cuff, pump and balloon were implanted. Following the procedure the patient's condition improved and the patient was stable.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported mechanical issues were confirmed as analysis found the pressure measured in the balloon was below its specifications. This malfunction could impact the functionality of the device. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 800 cuff, pump, and balloon were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the pump. The balloon was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality were noted and no leaks were identified in the balloon. During functional testing the balloon pressure was measured at 54.4 cmh2o which is below the 61-70 cmh2o specification. A malfunction was confirmed in the balloon component. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the device did not work properly. Following inspection, it was confirmed that the cuff connection tube part had a crack. The cause of the cuff connection tube crack was not identified. The artificial urinary sphincter (aus) cuff, pump and balloon were explanted and a new aus cuff, pump and balloon were implanted. Following the procedure the patient's condition improved and the patient was stable.